Manufacturer narrative:
Manufacturer's investigation conclusion: the report of an outflow graft twist was confirmed through the evaluation of the submitted images; however, a specific cause for the twist could not be conclusively determined through this evaluation. It was reported that outflow graft thrombus was suspected. However, when the patient was taken to the operating room on (B)(6) 2020 for an outflow graft replacement, a twist was confirmed. The outflow graft was untwisted and a heartmate 3 outflow graft clip was placed. The submitted images of the surgery revealed an outflow graft twist under the outflow graft bend relief. Multiple requests for additional information regarding this event were sent to the account; however, no further information was provided. There is no product available for evaluation. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6) with no further reported issues. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 19jun2017. Although an outflow graft twist and no thrombus was confirmed by the account, the heartmate 3 lvas instructions for use (IFU) lists thromboembolism as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. The IFU also lists thromboembolism as a potential late postimplant complication and provides information regarding anticoagulation, including the recommended international normalized ratio (inr) values. The IFU warns that twisting of the outflow graft has been identified in some patients post-operatively. The IFU instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. The IFU also warns that firmly hand-tightening the screw ring may reduce the risk of outflow graft twisting by increasing the resistance to metallic outflow graft connector rotation. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on (B)(6) 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that patient will have an outflow graft (ofg) replacement because of possible thrombus on (B)(6) 2020. Additional information states that patient went to the operating room on (B)(6) 2020, the doctor performed a thoracotomy to access the ofg, twist was confirmed. The ofg was untwisted and a hm3 ofg clip was applied.